Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that non-dependent patient was experiencing warmth, redness, and a burning sensation over the incision site since (B)(6) 2018. Antibiotics prescribed from an unrelated procedure helped in improving the symptoms. In (B)(6) 2018, the device began to erode through the skin, and culture tests were positive for staph infection. Frank pus drainage from the device pocket was noted. During the explant procedure, moderate fibrosis was noted in the subclavian vein, svc/ra junction, over the svc coil of right ventricular lead and at the tv annulus. The capsule was grossly infected and fully dissected out entirely. Patient¿s entire system was explanted successfully with no complications. The system was not replaced. Patient was stable throughout the event.